Manufacturer narrative:
The pump passed the self test. The pump was successfully downloaded using thump. No pump error 53 alarm occurred during testing. A review of the pump history file shows on nine (9) pump error 53 (line number 10244 file number 8724) alarms triggered due to exception on main mcu - suspecting the hw (bum) and six (6) pump error 4 (linenumber = 2690 filenumber = 32122) alarms and is a secondary error as a consequence of pump error 53. Alarm date/time listed below: pump error 53 (line number 10244 file number 8724) alarms: (B)(6) 2024 (17:37), (B)(6) 2024 (14:45), (B)(6) 2024 (21:09 and 21:59), (B)(6) 2024 (16:10, 16:15, and 16:48), and (B)(6) 2024 (21:52 and 22:34) pump error 4 (linenumber 2690 filenumber 32122) alarms: (B)(6) 2024 (17:37), (B)(6) 2024 (14:45), (B)(6) 2024 (21:59), (B)(6) 2024 (16:10), and(B)(6) 2024 (21:52 and 22:34). The pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and cracked down arrow button keypad overlay. Pump error 53 (line number 10244 file number 8724) alarms are confirmed, fault isolated to the hardware. Pump error 4 (linenumber 2690 filenumber 32122) alarms are confirmed and are a secondary error as a consequence of pump error 53. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump error 4 alarm, and the pump error 53 alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1886, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.